Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was previously hospitalized on (B)(6) 2013 due to low blood glucose levels and was unresponsive, no additional information on that hospitalization was provided. Customer was also hospitalized in the intensive care unit, on or before (B)(6) 2015 due to his enzyme numbers in his muscles being high. Customer also reported that his insulin pump had a blank display. Customer's blood glucose level at the time 40mg/dl. No additional information was provided.